Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in medical imaging. When the kit was opened the spring wire guide was found kinked. As a result, a new kit was used for the procedure. There was a delay in treatment with no patient death and no patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: it was reported that when the kit was opened the guide wire was found kinked. This issue was confirmed. One guide wire and lidstock were returned. The returned guide wire was visually examined without magnification. The guide wire had kinks located 6.5 and 14 cm from one end and bend located 12 cm from the other end. A manual tug test determined that both welds were intact. The guide wire graphic specifies a length of 454 +/-4.8 mm and an outside diameter of .432/.457 mm. The guide wire length was measured at 454 mm. The outside diameter measured .438 mm. Both measurements met specification. This straight guide wire is placed inside a tube with a snubber on one end prior to placement in the kit. The guide wire tube and shipping tray were not returned. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined based on the information provided and without a complete sample including the protective guide wire tube and tray. No further action will be taken.